Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A startright representative reported via interdepartmental form tracker of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer's wife stated that the escape button is really hard to push. The customer declined to speak with helpline for assistance.